Event description:
Postoperative infection [infection nos]. Case description: spontaneous report, 2001045823us: an infection control specialist reported a pt who developed a post-operative infection after a laminectomy in which gelfoam sterile sponge was used. A laminectomy was performed in 8/1998, for resection of an intradural tumor. The incision was made into the dura ventral to the spinal column and the tumor was more than the surgeon anticipated. During surgery, an antibiotic irrigation was performed. Two-three weeks after surgery, the pt required exploratory surgery with plastics closure of the area. The pt was treated with antibiotics and sent to physical therapy which continued until the fall of 2000. The reporter considered this event to prolong this pt's hospitalization and resulted in a permanent disability.